Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. On 03/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No 03/24/2016 software investigation completed. Findings are that the tracer pattern is not optimal for an accurate registration. Software is functioning as designed. Use error. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. In trouble-shooting, the site switched reference frames and passive pointers, however, issue was not resolved. The surgeon attempted to navigate and checked anatomical landmarks to check accuracy. Surgeon did not attempt to re-register the patient as incision was already made. The surgeon opted to discontinue the use of the navigation system and continued the procedure to completion. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration. Device manufacturing date now provided.